Event description:
During incoming inspection of the product, the complainant alleged that the device was failing the leakage check. The complainant indicated that there was no pt involvement in the reported malfunction.